Event description:
Alaris pump infusion set tubing had leak right before the male luer connects to patient's IV. This is the second set of tubing with this issue. I kept the tubing and package and it is located in the ctl mailbox at the nurse's station in a biohazard bag. The tubing was used to prime rituximab.